Event description:
The hearing aid (h/a) user complained of pain in his ears after wearing the hearing aids. He was referred to his doctor, who diagnoses an infection in his left ear, and prescribed an antibiotic ointment.